Event description:
(B)(4). It was reported in (B)(6) 2005, the patient underwent treatment with the liberte stent for 1 lesion were identified in 1 vessel treated with the bsc stent. The lesion was identified in the right coronary artery vessel. The vessel diameter was 3.5 mm; the target lesion was 15 mm in length and pre-procedure stenosis of 80%. Post procedure with lesion was 0% stenosis. The liberte stent was used in the lesion, the diameter was 3.5 mm and the length was 20 mm. An additional procedure was performed in the target lesion; the patient had stenting with a liberte stent for a dissection. The procedure was a technical success. Patient was discharged in (B)(6) 2005; the patient did not have anginal complaints or silent ischemia. Discharge medication included asa 160mg/day for 12 months and clopidogrel 75mg/day for 12 months. The patient did not experience any major cardiac event. The patient did not have angiography without subsequent revascularization.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown, therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint relates to a product which meets specification and a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4): product not available for analysis.